Manufacturer narrative:
(B)(4). The patient was not administered anticoagulants prior to the posterior spinal fusion. Hemostasis was achieved and verified in the entire surgical field before the conclusion of the procedure. The drain did not function as intended and the patient experienced inadequate suction. The current patient status is stable.

Event description:
It was reported that the patient underwent posterior spinal fusion on an unknown date and a drain was placed in the peridural space. The patient was administered anticoagulant. Following the procedure, there was no drainage noted and the patient experienced hematoma. The patient underwent a re-operation for treatment of hematoma and placement of another drain. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1394988, batch j1396723, batch j1498240, batch j1400379, batch j1401105, batch j1401866, in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch # j1394988 mfg date: 12/2013, exp date: 12/2018, batch # j1396723 mfg date: 12/2013, exp date: 12/2018, batch # j1498240 mfg date: 01/2014, exp date: 01/2019, batch # j1400379 mfg date: 02/2014, exp date: 02/2019, batch # j1401105 mfg date: 02/2014, exp date: 02/2019, batch # j1401866 mfg date: 02/2014, exp date: 02/2019.